Event description:
It was reported that the patient presented in clinic post ablation procedure experiencing phrenic nerve stimulation. The right ventricular lead was capped and replaced. The patient was feeling fine post procedure.

Manufacturer narrative:
(B)(4).